Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the system to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is a power surge during setup that caused the da vinci 5 system to revert to its golden image state and prevented normal boot, leading to error 40096. This required field service engineer intervention to manually reprogram unresponsive nodes and restore the correct software level for surgical use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a power surge occurred resulting in a 40096 error when powering on the system. A complete power cycle did not resolve the error, and the technical support engineer (tse) explained that a field service engineer (fse) would need to be dispatched to resolve the issue. The procedure was aborted prior to patient involvement.